Event description:
It was reported that the patient experienced chest pain which led to the repositioning of the right atrial and right ventricular leads and a left ventricular lead replacement. During the revision procedure there was dislodgement and positioning/fixation difficulties with the left ventricular lead. The lead was explanted and replaced. Upon explant, it was noted that there was "blood ingress". No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted and there was apparent explant damage. The analyst commented that by design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress.